Event description:
It was reported to medtronic minimed that the customer reported pump was dropped/bumped and/or pump has possiblephysical or cosmetic damage. The customer reported no adverse event. The event involved product(s) mmt-1714k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1714k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked case at the corner of the belt clip rail extending to the side of the pump. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button, missing retainer ring, missing reservoir tube o-ring and broken reservoir tube lip. Cosmetic damage was confirmed at the back (middle) of the pump extending to the side of the pump. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.